Event description:
The manufacturer received information alleging that the ac power connector cable was broken. There was no patient harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at a third party service center, the customer's complaint was confirmed. The device's ac inlet connector was replaced to correct the reported issue. There was no patient harm or injury reported. The ventilator was found to audibly and visually alarm, as designed. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the manufacturer's updated reporting procedures. This program is being undertaken to address FDA warning letter (B)(4).